Event description:
The isolation transformer caught fire in the phillips CT scanner, while the scanner was sitting idle. The emergency response alert was initiated and the fire was extinguished. The damage was all contained inside the transformer cabinet. There was some smoke released into the surrounding air, but no harm to staff or patients.